Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported by that the physician believes there is a battery problem, as there have been several cases where the cardiac resynchronization therapy defibrillator (crtd) lasts less than two years when the output of the lv lead is high. Irrespective of outputs ,it is felt that the devices are not meeting reasonable longevity expectations. No patient complications have been reported as a result of this event.